Event description:
Additional information: it was later reported that since implant patient's pump had been "fantastic" until (B)(6) 2011, when it had to be revised again. It was noted that intrathecal baclofen therapy had a profound effect on the patient; and that the therapy had helped him both physically and mentally (improved self-esteem). A revision was indicated to have been performed twice, once in (B)(6) 2011 and later in (B)(6) 2011 because the incision kept "reacting and breaking down". In (B)(6) 2012 physician explanted the "first set out completely" and put in a new pump on the other side of the patient's abdomen (pump and catheter were returned and analysis were reported in the initial report). It was added that the replacement was done due to the seroma in the pump pocket which had led to open incisions. It was thought this would solve the problem, however it worked for a short time and then the seroma re-developed at the new pump pocket site; "it has once again broken down over the pump" (please refer to MFR report # 3004209178-2012-02092 for this event).

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed no significant anomaly, acceptable catheter testing. It was noted the catheter was incomplete/returned for analysis in segments. Per analysis the drug delivered via the device was baclofen 2000mcg/ml.

Event description:
It was reported that the pump and a portion of catheter were explanted due to recurring seroma. It was added that a new pump was implanted on the other side of the abdomen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: unk explanted: unk. (B)(4).